Event description:
Physician reported rupture and capsular contracture, baker grade IV, granuloma, and rupture. This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device varied injuries: not applicable as the event is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional also reported left "microcysts" and "ductal dilations" both non device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Cyst-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. No further actions are required as the device was implanted.

Event description:
Physician reported rupture and capsular contracture, baker grade IV, granuloma, and rupture. This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, granuloma. Rupture.